Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
During routine follow up on a customer experience it was reported by a peritoneal dialysis nurse that the peritoneal dialysis patient was symptomatic and cultured on (B)(6) 2018 for peritonitis. It is unknown if the patient experienced any device malfunctions that could contribute to the patient¿s symptoms. Patient was reportedly not following proper aseptic technique when performing peritoneal dialysis treatments. Patient was treated with 2gr vancomycin x 1 and 40 mg of gentamicin once, then 1 gm every four days for the next week.. Additional information was solicited.

Manufacturer narrative:
Clinical summary: although a temporal relationship exists between the liberty select cycler/liberty cycler set and the pt¿s peritonitis event; there is no documentation that indicates a liberty select cycler/liberty cycler set malfunction caused or contributed to this peritonitis event. Peritonitis is a well-documented complication of pd therapy. Based on the available information, the source for the pt¿s peritonitis cannot be determined. However, it is possible a breach in aseptic technique and/or concomitant constipation may have been related to the event. A supplemental report will be submitted upon completion of the plant¿s investigation.

Event description:
Clinical review: on (B)(6) 2018, this patient (pt.) On continuous cycling peritoneal dialysis (ccpd) made a service call due to experiencing a ¿patient line (pl) is blocked message in drain 0/ fill 1 pf ccpd treatment and reported he had concurrent peritonitis and abdominal pain. Due to being unable to clear the pol is blocked message the liberty select cycler was processed for replacement during the service call. During follow up with the peritoneal dialysis nurse, it was reported the pt. Was symptomatic (unknown symptoms) and a pd effluent culture obtained (B)(6) 2018 revealed the pt. Had peritonitis. The pt. Also had concomitant constipation. The pt. Was treated with the antibiotics vancomycin 2 grams (g) once and gentamycin 40 milligram (mg) once, then 1 g every four days for the following week. Per the pd nurse, the pt. Was not following aseptic technique when performing ccpd treatment.

Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.